Manufacturer narrative:
H.6. Investigation: a 2000e-04 sample was not available for investigation of this feedback, additionally, the connecting product in use at the time of the customer's experience was not returned to assist the investigation. No further information was available to assist the investigation in this instance. A review of the production records for lot 20076686 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue.

Event description:
It was reported that the smartsite needle-free connector was blocked/occluded and prevented anything from being administered during use. The following information was provided by the initial reporter: multiple needle free connectors were reported where the addition of the smartsite connector prevented anything being administered via the cannula, either by bolus or via gravity. This has occurred over the past few months (timeframe uncertain). Staff have sometimes had success when connecting the device tighter to the cannula (iagbc or venflon pro-safety). The cannula was working and managing fluid administration by gravity prior to connection of the smartsite.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smartsite needle-free connector was blocked/occluded and prevented anything from being administered during use. The following information was provided by the initial reporter: multiple needle free connectors were reported where the addition of the smartsite connector prevented anything being administered via the cannula, either by bolus or via gravity. This has occurred over the past few months (timeframe uncertain). Staff have sometimes had success when connecting the device tighter to the cannula (iagbc or venflon pro-safety). The cannula was working and managing fluid administration by gravity prior to connection of the smartsite.